Event description:
The patient reported that the ok and the up and down arrow keypad buttons were intermittently unresponsive. The patient also stated that the backlight keypad button was not responding to button presses. The patient denied damage to the keypad. In addition, the patient indicated the he wears the pump in a case underneath clothing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.